Event description:
Allergan aesthetics received a report of a patient treated submental on (B)(6) 2020 with coolsculpting coolmini may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the submental using the coolmini applicator and may have developed paradoxical adipose hyperplasia.